Event description:
It was reported that the inserter center screw becomes stuck, making it difficult to assemble with the shell. No patient harm or impact reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10: g7 osseoti 3 hole shell 50mm d. Item: 110010243. Lot: 67582483. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.